Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The unit was unable to perform any test due to lcd physical damage. The insulin pump was received with a cracked reservoir tube lip, a missing end cap sticker, and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump was bumped while he was playing basketball and now only a small portion of the display was visible. The patient's blood glucose at the time of incident was 45 mg/dl, which he treated with food. His blood glucose at the time of call was 123 mg/dl. The insulin pump was returned and replaced.